Manufacturer narrative:
The reported event of high impedance was confirmed. Analysis of the returned extension found all internal wires were broken inside the strain relief. This fractured wire is consistent with an overstress condition or sudden event the extension was subjected to while still in vivo.

Event description:
It was reported the patient underwent surgical intervention for an issue reported under MFR. Report#: 1627487-2021-02266. Following the surgical procedure, the dbs extension on the patient's right showed high impedance. The patient was taken back into the operating room to undergo surgical intervention related to their right side dbs extension. The right side extension was removed from the dbs ipg header and reinserted but resolution could not be obtained. Therefore, the physician explanted and replaced the patient's right side dbs extension to address the issue.